Manufacturer narrative:
Manufacturing documents were reviewed and no complaint related issues were found. The raw material papers were reviewed and met specifications. The dimensions were checked and were found to meet specifications. The failure of the plate and screw head was due to dynamic bending which led to overload and material fatigue. Based on the topography of the fracture surfaces we can conclude that the implants had to absorb and neutralize forces over a long period of time that may have been greater than the tolerable load. Post operative activities may have played a role. A failure of the plate resulting from either a material defect or the manufacturing process can be excluded.

Event description:
Prior to the index procedure, the pt was diagnosed with a tumor located in the femur. The tumor was resected approximately ten centimeters and treated with a liss plate, screws, fibula graft and unspecified additional bone graft in 2009. Postoperative x-rays showed a broken plate and broken screw. Pt was revised (B)(6) 2012. This is the 2nd of 2 reports submitted on this event.

Manufacturer narrative:
Subject device has been received and is currently in the eval process. Investigation is on-going; no conclusions could be drawn.